Manufacturer narrative:
As no lot number was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed at this time. The additional device referenced in b5 is captured under a separate medwatch report.

Event description:
According to the available information, the static anchor came off the suture while trying to implant the contralateral side. This occurred with two altis slings. Another non-coloplast device was used to complete the procedure.